Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer has been experiencing high blood glucose. Customer's blood glucose was 500mg/dl, treated with manual injection. The customer also reported a crack around battery cap. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump was received with the operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump alarmed lost sensor connecting to glucose sensor simulator due to a faulty component on the mother board. The pump was received with broken battery tube threads, a corroded battery tube and minor scratches on the lcd window.